Event description:
It was reported that prior to the procedure, the packaging of the device was allegedly damaged. It was further reported that during transportation, it was found that the products were not packed in boxes which caused the boxes to be dented. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided and reviewed. In the provided photo shows that, twelve photos were compiled in a single pdf format. The compiled photos shows the transported seeker products with the evidence of damaged and dented outer packaging. The photos also shows the visible label of the device, that was matches with the reported information. Therefore, based on the photo review, reported packaging problem can be confirmed. A definitive root cause for the alleged packaging problem could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2023), g3, h6 (method) h11: h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that prior to the procedure, the packaging of the device was allegedly damaged. During transportation, it was found that the products were not packed in boxes which caused the boxes to be dented. There was no patient contact.